Event description:
Patient presented to the physician with the lead at the surface of the skin. Physician prescribed antibiotics and swabbed the site with betadine. Patient presented back to the physician with the lead sticking out of the chest incision. Physician brought the patient into the or, washed out the area with antibiotics, used betadine, repositioned the leads, and closed.